Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the battery depleted from 100% to 70% within two hours. There was no reported impact to the customer¿s blood glucose. Multiple follow up attempts were made, in an attempt to perform troubleshooting with the customer; however, the customer did not respond.